Event description:
It was reported that the device displayed an f2 code and continued to do so and it could not be used at all. A backup device was not available. An investigation letter is not required.